Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "hole in hose runs intermitly loose screw" was not confirmed. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had hose damage (excluding rupture) in which the hose was found to have a hole. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided.